Event description:
It was reported that while the sutures were being removed, the catheter was cut and flushed into the vessel of the patient. As a result, a surgical intervention was necessary to remove the catheter from the vessel. The surgical intervention was successful and the patient is fine.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.